Manufacturer narrative:
(B)(4).

Event description:
It was reported that via fluoroscopy, the lead insulation seemed to be damaged. The lead was left in service since parameters were good and stable since implant. Patient condition was stable.